Manufacturer narrative:
Results:the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 138.0 cm and 139.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly.conclusions:evaluation of the returned packing coil lp confirmed that the pusher assembly was kinked and revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock, resistance will likely be experienced while advancing the device and the device may not be advanced out of its introducer sheath. Forceful advancement of the device against the resistance may result in the pusher assembly kinks. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using packing coil lps. During the procedure, the physician experienced resistance and the packing coil lp would not advance in the introducer sheath and was stuck in the initial position. Upon further push, the pusher assembly of the packing coil lp kinked. Therefore, the packing coil lp was removed. The procedure was completed using another packing coil lp. There was no report of an adverse effect to the patient.